Event description:
It was reported that a (B)(6) caucasian female patient underwent breast surgery with 300cc mentor smooth round moderate profile and experienced left side local reaction postoperatively. It was reported that the patient noticed a lot less volume the last few months, and as the swelling went down the patient noticed less and less volume. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
FDA correction/ removal reporting no.: (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).